Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem was fractured at the neck. Additional damage consistent with the explantation attempt was observed. Material analysis: material analysis was performed on the returned device. The report concluded the following: the fracture initiated at the lateral edge of the exeter stem and moved medially in fatigue mode. When the fracture had advanced to a critical size, overload failure occurred on the remaining material. No material non-conformance's nor manufacturing defects were found. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion of assessment: this inquiry reports the failure of a total hip replacement about 12 years post implantation due to a fracture of the neck of the femoral implant. I can confirm that the fracture took place since I was able to see the xray documenting it. I cannot confirm that revision was carried out since I have no documentary evidence such as an operation report or post revision xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of fracture of the femoral stem are multifactorial including surgical technique factors, patient factors including activity level and bmi, and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient was revised due to fracture of the exeter stem at the neck. The event was confirmed via evaluation of the returned device and review of the provided medical records. Material analysis was performed. The report concluded the following: the fracture initiated at the lateral edge of the exeter stem and moved medially in fatigue mode. When the fracture had advanced to a critical size, overload failure occurred on the remaining material. No material non-conformance's nor manufacturing defects were found. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter stem through neck.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Broken exeter stem through neck.